Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the concomitant product- valve serial number (B)(6) caused or contributed to a serious injury. Updated b.5 - description of the event - additional information was received which reported that the replacement melody valve ((B)(6)) did not cause any retrograde flow, nor contribute to the implant of the third valve, which was implanted into the native right ventricular outflow tract (rvot). Following the replacement valve ((B)(6)) implant, this fully competent valve resulted in high pulmonary pressure and blood found its way back into the patient's native rvot that was untouched at the initial surgery. In order to halt the backflow of blood from the pulmonary artery and reduce the right ventricle (rv) pressure, a third valve was implanted within the patient's native rvot, which is a separate vessel. There is no direct relationship between the first two valves which are in the extra rvot and the third valve which is in the native rvot. Updated h.6 - method, results and conclusion codes is reference to the concomitant product - valve sn (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: pb1018, serial/lot #: (B)(4), ubd: 25-nov-2021, UDI#: (B)(4). Product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) for moderate combined insufficiency and stenosis of a previously implanted conduit, the right ventricle -pulmonary artery (rv-pa) gradient was 18 millimeters of mercury (mmhg). The tpbv was implanted in an effort to stabilize the patient until future surgery could be performed to implant a larger conduit. However, the patient chose not to have the procedure performed. Approximately ten years and eleven months following the implant, the patient was admitted for right heart decompensation, decompensated liver cirrhosis associated with severe ascites. Following recompensation, the patient presented to the catheter lab with a suprasystemic rv pressure of 101 mmhg, and systemic pressure of 98 mmhg, a ra pressure of 34 mmhg, mild stenosis, minor central pulmonary regurgitation, and an overall rv-pa gradient of 50 mmhg. The valve dimensions were unchanged, and no stent fractures were observed. Stenosis of the left pulmonary artery ( lpa) was treated with stenting which reduced the overall rv-pa gradient to 24 mmhg. The valve and proximal conduit anastomosis were addressed with a covered cp stent and high-pressure dilatation with a 22 mm non-medtronic balloon. The resulting rv pressure was 75 mmhg. The implant of a new transcatheter bioprosthetic pulmonary valve resulted in a rv pressure of 95 mmhg, a rv-pa gradient of 33 mmhg, and systemic pressure of 125 mmhg, a retrograde flow of contrast from the rpa in the rv through the native right ventricular outflow tract (rvot) was observed and addressed with the implant of another valve into the native rvot after a pre-stenting with two cp stents. The final pressures were a systemic pressure of 128 mmhg, a rv pressure of 75 mmhg, a rpa pressure of 73 mmhg, a ra pressure of 25 mmhg, and no insufficiency for either of the valves. No additional adverse patient effects were reported.